Event description:
Philips received a complaint on themx40 1.4 ghz smart hopping indicating that a speaker malfunction inop message is displayed. The device was in use on a patient. There was no report of patient or user harm. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.